Event description:
During a esophagus procedure the surgeon found half of the circle was not stapled. Two donuts were well cut and the washer was totally cut off. The surgeon sutured the anastomosis by hand. Or time was extended by approximately one hour. There were no patient consequences.